Manufacturer narrative:
The device was returned to smiths medical. Battery diagnostics were performed. The battery was depleted to 0%. Battery no longer holds a charge due to normal wear, it was 8 years old. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a depleted battery happened. No patient injury was reported.